Event description:
A (B)(6) old male pt called zoll customer support to report that he was receiving a constant gonging alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gonging alarms) was confirmed. Upon eval, the white pulse wire in the trunk cable was shorted. The cause for the gonging alarms was the shorted white pulse wire. The root cause for the shorted wire cannot be positively determined, but is likely due to strain placed on the cable. No adverse event resulted from the damaged white pulse wire. The pt received a replacement electrode belt.